Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has 2 leads (same lot) implanted as part of his scs system. It was reported the patient was not receiving effective low back stimulation coverage from his scs system. Subsequently, the patient will undergo surgical intervention to address the issue.

Event description:
Additional information revealed the patient underwent surgical intervention wherein the system was explanted and replaced. Effective stimulation was restored following the procedure.

Event description:
Follow-up information revealed the patient underwent a successful trial procedure and additional intervention is pending to replace the current system.